Event description:
During device replacement for normal battery depletion, externalized conductors were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.